Event description:
A nurse reported receiving a system message during priming. The surgeon was attempting to use the system for a cataract case. The system was switched out and the cases were completed. There was a delay of less than 10 minutes. There was no patient involvement.

Manufacturer narrative:
A company service representative examined the system. The receiver mechanism was replaced and preventive maintenance was performed. The system was then tested and met all product specifications. The replaced receiver mechanism will be sent in for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).